Event description:
It was reported that the 9600 system had an artifact on the image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. There was dirt found on the image intensifier. The image intensifier and camera were cleaned during the service call. The system was tested and found to be working as intended and put back into svc.